Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcbs). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the malfunction occurred.